Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - drill. Visual examination of the returned product identified approximately .500¿ of the cutting feature is fractured and missing. The remaining cutting edges are damaged and dull. Wear & tear is seen that indicates repeated use during a potential field age greater than 14 years. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the instrument fractured during the procedure. A piece of the instrument was retained by the patient. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.